Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer's mother called to report her daughter alleged two tampons from two different boxes fell apart upon removal. Her daughter was able to remove the remaining tampon pieces and did not seek medical assistance.